Event description:
It was reported that bd connecta¿ stopcock leaked during use. The following information was provided by the initial reporter: leakage at the injection site, backflow of blood.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed by our quality engineer team for provided lot number 8254691. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the provided customer feedback and the investigation results from similarly reported issues, it is possible that this incident resulted from an incorrect assembly of the tubing component. Our engineering team has assessed the assembly process to identify the manufacturing component responsible for this incorrect assembly and further action, CAPA#629955, was initiated to prevent this defect from recurring. Based on investigation results to date, for leakage issue (in injection valve) root cause was associated to a bad tubing assembly by station 5 of equipment vh59.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd connecta¿ stopcock leaked during use. The following information was provided by the initial reporter: leakage at the injection site, backflow of blood.